Event description:
Healthcare worker complained of skin irritation on forehead and neck, dry throatm, and itchy eyes upon removal of the load from a completed cycle. The worker saw a physician for the dry eyes and was provided with saline solution.